Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced illuminator to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, customer informed the technical support engineer (tse) that error 48245 prevented the illuminator from powering on. The customer power cycled the system, but the issue persisted. The customer was instructed to turn off the system and reinstall the lamp bulb, yet the issue persisted. The customer replaced the illuminator with a third-party illuminator to continue the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The illuminator was analyzed, and the reported complaint was confirmed. When reviewing the logs, there was an error 48245 which means: the illuminator lamp failed to ignite. Upon visual inspection, the inside of the lamp module housing has a burnt mark. Both fans are covered in green dust. Installed this unit on our printed circuit assembly (pca) si test system. Powered on in maintenance mode and programmed for illuminator. The illuminator light did not ignite when the switch was turned on. Error 48245 portrayed just moments later. The probable root cause is due to an electrical component issue within the illuminator.

Event description:
Refer to h11 for follow-up information.